Event description:
The initial reporter stated qc results dropped low on a cobas 8000 ise module. The customer repeated patient samples that had been run prior to noticing the low qc results and the results for 1 patient sample tested for sodium (na) were discrepant. The initial result was 131 mmol/l. This result was reported outside of the laboratory. The repeat result was 139 mmol/l. This result was believed to be correct and an amended report was issued. The na electrode lot number was f03. The expiration date was not provided. The electrode was installed on (B)(6) 2023.

Manufacturer narrative:
The field service engineer (fse) determined the ise electrodes needed to be replaced. The fse replaced the electrodes and performed ise checks. Calibration and qc passed. The service maintenance actions resolved the issue.